Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit did not have an audible tone. The unit was triaged and the reported condition was confirmed. A component of the buzzer circuit was found dislodged. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 09/27/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2016, a customer reported an issue with an enteral feeding pump. Upon triage, on (B)(6) 2016, it was found that the unit did not have an audible tone.